Event description:
It was reported via a trial that fifteen days after the implantation of the acculink stent in the right internal carotid artery, the pt experienced a seizure that was treated with medication and resolved two days later. The pt required a new hospitalization for this condition. There was no adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Seizure is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.